Event description:
It was reported by a customer that on (B)(6) 2011, the aiming beam fired straight out of the fiber at 180,180 joules. Additional information reported by the customer was no error messages were displayed on the laser system when the event occurred. The patient had a very fibrous gland.